Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Clinical report states that, at a follow up visit 27 days after prior surgery, a minimally displaced posterior column fracture was noted on x-rays that was not present on post-operative x-rays. The cup had not changed position. Patient was treated with 50% weight-bearing for an additional four weeks. Doi: unknown, dor: not revised (hip). The device associated with this report was not returned and is presumed yet implanted. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states that, at a followup visit 27 days after prior surgery, a minimally displaced posterior column fracture was noted on xrays that was not present on postoperative xrays. The cup had not changed position. Patient was treated with 50% weightbearing for an additional four weeks.